Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was oxidation found in the patient's system controller at a clinic visit. The primary controller and modular cable were exchanged. The cause of the oxidation was not identified. There was no adverse patient impact.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: small tears were observed on the system controller power lead¿s inner jacket. The reported event of fluid ingress on the system controller¿s power cable was confirmed via analysis of the returned controller. Visual inspection of the returned system controller revealed that the strain relief on the connector side of the white lead was broken. A green fluid substance that appeared to be consistent with fluid ingress was observed to be coming from the damaged area. The outer jacket of both power cables were removed, and inspection of the opened cables revealed a green fluid substance coating the protective wrap layers and shielding of the power cables. The layers and shielding were then removed, revealing further fluid ingress on the underlying wires. No physical damage to the wires were observed due to the fluid ingress. The system controller was functionally tested and successfully operated in a mock circulatory loop for an extended period without any issues or atypical alarms produced. The root cause for the reported event of fluid ingress could not be conclusively determined through this analysis. The device history record for the system controller (serial number: (B)(6)) with shop orders were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.